Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee procedure that while attempting to implant the persona ps poly, the surgeon was unable to properly seat the implant onto then tibial base plate. The second poly properly engaged the tibial baseplate and the surgery was completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of the returned device exhibits damage at the distal surface and the dove tail / locking feature is flared out. Articular surface is compatible with the tibia, however entire construct compatibility could not be assessed due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.